Event description:
It was reported that the shaft was broken. The target lesion was located in the left circumflex artery (lcx). A 06/2.25 flextome cutting balloon was selected for use. During the procedure, when attempting to cross the lesion in the lcx with the balloon device the lesion could not be crossed. It was then noted that the shaft part of the balloon broke. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination found that the hypotube was separated and detached approximately 234mm from strain relief. It was also identified that there was a 90-degree kink 10mm distal of the break site, there was a third piece of hypotube shaft approximately 25mm long and it was completely separated and detached on both ends. This type of damage is consistent with excessive force being applied to the delivery system. No issues were identified with the balloon. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. No issue found with the markerbands. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft was broken: the target lesion was located in the left circumflex artery (lcx). A 06/2.25 flextome cutting balloon was selected for use. During the procedure, when attempting to cross the lesion in the lcx with the balloon device the lesion could not be crossed. It was then noted that the shaft part of the balloon broke. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.